Event description:
Patient presented to the clinic with high impedance. The lead remains implanted, as the patient declines to have any surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.